Event description:
The customer reported that their precision xtra meter would turn on with button but not when the test strip was inserted. As a result of not being able to test their blood glucose level, the customer experienced dizziness, lightheadedness and nausea. The customer was seen at a health care facility where they were diagnosed with hypoglycemia and treated with glucose via intravenous. The customer also self treated with juice and food to help alleviate their symptoms. There was no report of death of permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.